Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. (B)(6).

Event description:
It was reported a patient underwent a right comprehensive reverse total shoulder arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2014 due to the glenosphere disassociating from the baseplate. The humeral tray, glenosphere, humeral bearing, taper adapter and tumor body were removed and replaced. There was a 45 minute delay in the procedure, however it was not related to biomet products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-08772 / 08773).

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch.